Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The reported complaint of haptic distorted/bent was not verified. Visual inspection of the return sample showed that the lens was received cut in two pieces. Visual inspection at 10x microscope magnification was performed and showed that both haptics were detached. No loops were observed on the returned sample. The manufacturing record review was performed. No associated deviation or non-conformity reports found in the manufacturing record review (mrr). The units were released according specification in compliance with the product intended use as required. The manufacture of the lenses was performed per the established procedures as required. The device units manufactured were released within specifications per production order documentation evaluation. A review of the directions for use (dfu) was conducted and states the following: please refer to the specific instructions for use provided with the unfolder emeraldt or emeraldxl implantation systems for the amount of time the iol can remain in the cartridge before the iol must be discarded. When the unfolder emeraldt or emeraldxl implantation systems are used improperly, the haptics of the tecnis foldable acrylic lens may become crimped or broken. Please refer to the specific instructions for use provided with the unfolder emeraldt or emeraldxl series implantation systems. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the back haptic was bent backwards after inserting the intraocular lens (iol) into the patient's eye. The surgeon cut the iol in half to remove and implanted it with a new iol. Reportedly, there was no incision enlargement. No further information was reported.